Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: ligaclip product code: mcl20 lot/batch/exp: r40g5n. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No.

Event description:
It was reported that clips are crossing when fired. Procedure: unknown.

Manufacturer narrative:
(B)(4). Batch # r9384a. Device analysis: the analysis results found that the mcl20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.